Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and diabetic ketoacidosis. Blood glucose level at the time of the incident was 460 mg/dl. The customer's current blood glucose level was 320 mg/dl. The customer's another blood glucose level was 360 mg/dl. The customer experienced symptoms such as confusion and vomiting. The customer was assisted with troubleshooting. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will not be returned for analysis.